Event description:
The manufacturer service technician reported that the device device was missing offset pin and compression spring while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.